Manufacturer narrative:
(B)(4). This report is in response to the FDA medwatch report ((B)(4)) dated (B)(6), 2010, sent by (B)(6). The FDA medwatch report was received by quality assurance on (B)(6), 2010.

Event description:
Procedure: surgery for irritable bowel syndrome. According to the reporter, a pt reported that the circular stapling device allegedly failed to perform as intended, leaving the pt with a permanent colostomy.